Event description:
It was reported that the device was stuck in test mode. There was reportedly no patient involvement.

Manufacturer narrative:
It was reported that the device was stuck in test mode. There was reportedly no patient involvement. The customer called in with issue but did not speak to anybody about the problem . The customer never responded back to philips on three attempts. No further action at this time. If customer ever call back the case will be reopened. H3 other text : device not returned for evaluation.